Event description:
It was reported that the patient had new fraying of the proximal driveline and denied any alarms. Log files were sent for review. A no external power event was recorded on (B)(6) 2026 at 10:36:53 while connected to the mobile power unit (mpu) power. The backup battery (ebb) was used to support the system during these events. Motor function was not affected. Rescue tape was recommended for the driveline. The driveline was wrapped in rescue tape. The device operated as expected.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.